Manufacturer narrative:
H3: device received in a condition which made analysis impossible. Unable to test strips because they are expired.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received a reading of 3.5 mmol/l. The user stated that he was beginning to fall ill and showed symptoms of high blood glucose levels. The user's mother performed a ketone test, which detected ketones in urine. The mother then purchased a blood glucose meter from another company that showed a value of 'hi'. The customer's mother administered 12 units of insulin to lower the blood glucose. A comparison test showed a result of 6.9 mmol/l (aviva expert) and 25.9 mmol/l (competitor's meter). The mother monitored the user overnight. The customer also had hypoglycemia and was given glucose tablets. The mother was able to treat the customer and no medical assistance was required.